Event description:
It was reported that after reconnecting to the ilet pump, the patient experienced sudden drops in glucose from about 120 mg/dl while at work on two occasions after dinner, recognized by symptoms and treated with oral glucose in the form of honey; the patient attributed the events to recent days off the pump and no device malfunction was identified. Symptoms included hypoglycemia with confusion/disorientation and sweating per the blood glucose questionnaire. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings and insufficient information to implicate a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.